Event description:
Device delivered in 18 hours versus the expected 24 hours. Device contained an unknown concentration of 5fu, an unknown concentration of oncololic, and normal saline for a total fill volume of 240ml. Report states no pt injury resulted.